Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion issue, but the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer reverted to an alternate method insulin therapy